Event description:
It was reported that 1 bd alaris¿ smartsite¿ low sorbing set each from lots 22059241 and 21119582 had issues with the tubing coming apart and leaking out chemotherapy medicine during use. The following information was provided by the initial reporter: "we received a report this morning that our cancer center experienced 2 incidents of chemo spills attributed to the tubing coming apart."

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10013902 sets of the following lots: 2205924 and 21119582.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22059241, medical device expiration date: 17-may-2025, device manufacture date: 17-may-2022. Medical device lot #: 21119582, medical device expiration date: 24-nov-2024, device manufacture date: 11-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ low sorbing set each from lots 22059241 and 21119582 had issues with the tubing coming apart and leaking out chemotherapy medicine during use. The following information was provided by the initial reporter: "we received a report this morning that our cancer center experienced 2 incidents of chemo spills attributed to the tubing coming apart."